Event description:
Balloon assisted coiling of an mca (middle cerebral artery) aneurysm. During the procedure, it was reported that the parent vessel ruptured possibly due to the repeated inflation of the balloon. The physician attempted to occlude the ica (internal carotid artery) by over-inflating the balloon and inadvertently rupturing the balloon in the process. It was reported that the patient had a subarachnoid hemorrhage and was intubated in the itu (intensive therapy unit).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).